Manufacturer narrative:
A preventative maintenance system checkout performed on system. Unable to determine root cause with information provided as issue could not be replicated.

Manufacturer narrative:
A medtronic representative followed-up, at the site, and reports that the surgeon took a 3d spin, post-incision, using the o-arm, to confirm screw placement of 6 screws and re-positioned the l-5 screw. The surgeon said that neuro-monitor testing of the patient came back positive and there was a small nick in the dura. On (B)(6) 2013, the surgeon contacted the medtronic representative and reported the patient is neurologically intact. No parts or files have been returned to the manufacturer for evaluation at this time.

Event description:
A medtronic representative reported that, while in a minimal access spinal technologies (mast) procedure utilizing o-arm imaging, four screws were inaccurately placed inferior/medial, with the sextant ii driver; breaching the spinal canal. This occurred during screw placement at l4 and s1 levels. The inaccuracy was noticed after the screw placement and when they were checking landmarks on spinous processes prior to screw placement at l5. The screws were removed from the patient and navigation was discontinued. Prior to placing the screws, the pak needle was used at levels l4 and s1, no inaccuracies noted. The percutaneous pin was used as the reference frame option for the procedure and was draped with a bag during o-arm spin acquisition; bag was then removed prior to the navigation of any instrumentation. The procedure was completed.